Event description:
The neurostimulator was replaced because of por (power on reset). No patient complications were noted. The patient status after replacement was good.

Manufacturer narrative:
Device analysis revealed broken bondwire(s).